Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant close door" was reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw which was not holding pressure on the upper link switch when the link returned to home position. The upper link screw was tightened and the device reassembled. Then the device was able to be powered on and run a loaded set and power off with no discrepancies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a constant close door alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.